Manufacturer narrative:
Beckman coulter (bec) customer technical support (cts) troubleshooted the instrument with the customer via telephone. The customer attempted to recalibrate accutni+3, which did not pass, then performed a system check, which did pass. The customer recalibrated accutni+3 with a different lot of accutni+3 calibrator, which passed; a quality control (qc) run afterward produced out of range results. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the ultrasonics transducer and the incubator belt. A system check, high-sensitivity system check, and precision run were successfully performed. Service activity was verified to meet specified requirements per established procedures. Results met published performance specifications.

Event description:
The customer reported an access 2 immunoassay system generated indeterminate (ind) flagged troponin I (accutni+3) results for one patient sample. An ind flag indicates that no numerical value was generated. The patient sample was reanalyzed on the same instrument and continued to generate ind-flagged accutni+3 results. The ind-flagged results were not reported out of the laboratory and there was no change to or impact to patient treatment. Accutni+3 had been calibrated prior to this incident, on may 31, 2014. A routine system check had passed on the day of this event. Qc results were within the laboratory's established ranges prior to and after this event.